Event description:
The issue occurred during pre-use inspection.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and b3. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause could not be identified since it was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, the video processor screen blacked out. The issue was discovered during reprocessing. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found the customer complaint has not been reproduced, but the fact that it occurred cannot be denied. Should additional relevant information become available, a supplemental report will be submitted.